Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) did a trial in 1999 in which the lead moved and that it looked like there might be an electrode remaining implanted from that trial based on the x-rays. No symptoms were reported. The trial lead slip/break was in 1999.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.